Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient experienced left sided weakness underwent mechanical thrombectomy at their implanting center due to a middle cerebral artery (mca) embolic stroke during the initial hospitalization. They were treated at the implant center post stroke. It was unknown if the patient had any changes to their condition or anticoagulation status that may have contributed. The event resolved and the patient was walking around with rehabilitation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.